Manufacturer narrative:
(B)(4). The returned device was evaluated. The string of the mobile claw was broken. Further investigation found that the drilled holes on the claw were not to specification. The two holes were too close. The holes in the incorrect position led to the string being wrongly adjusted. This was determined to be a manufacturing error. This is the only reported occurrence of this error. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
Scissors (cev394b) were returned for repair. There was no reported patient impact.